Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/05/2018. (B)(4). Philip's field service engineer (fse) evaluated the unit and confirmed the reported issue. The fse updated the system software to the latest version and replaced the entire display. The device was functioning as intended.

Event description:
The customer reported that the unit's touchscreen did not respond while being set up for use. There was no patient involvement. The event date was not specified; estimate used.